Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), pregnancy with contraceptive device ("unwanted pregnancy") and device related infection ("infection from the device") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and device related infection (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. In 2006, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the hysterectomy, pregnancy with contraceptive device and device related infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered device related infection, hysterectomy and pregnancy with contraceptive device to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.